Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized, and was experiencing extreme blood glucose fluctuations. It was stated that the customer's blood glucose levels ranged from 40 to 330 mg/dl. The caller wanted to know if the customer should speak with the local representative once a year to make sure that the insulin pump is working. Advised the caller to have the customer call anytime he/she experiences an issue in order to troubleshoot. Nothing further was reported.